Event description:
The sales representative reported on behalf of the customer that an anchor-c cage broke during surgery. While a screw was inserted in the cage, the surgeon realized that it was screwed in too deep and that the screw was present in the spinal canal. The surgeon had to remove the cage from its position to be able to remove the screw. While doing that the titanium part of the cage separated from the peek part. The sales rep reported that the patient outcome was fine. The surgery latest approximately 10 minutes extra, but no other adverse events were reported. Movement of arms and legs were checked after the surgery and reported to be normal.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon inspection of the device it was observed that the entire anterior face of the cage (which attaches to the titanium plate) was significantly deformed and fractured. The deformation was localized around the screw insertion holes. This deformation was caused by the bone screw being inserter through the cage and likely resulted in the titanium plate separating from the peek body of the cage. The anchor c surgical technique indicates that to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Conclusion: the plausible root cause is user related, specifically the all in one guide was not used for final tightening which resulted in the bone screw being inserted too far into the peek cage, also causing separation from the titanium plate.

Event description:
The sales representative reported on behalf of the customer that an anchor-c cage broke during surgery. While a screw was inserted in the cage, the surgeon realized that it was screwed in too deep and that the screw was present in the spinal canal. The surgeon had to remove the cage from its position to be able to remove the screw. While doing that the titanium part of the cage separated from the peek part. The sales rep reported that the patient outcome was fine. The surgery latest approximately 10 minutes extra, but no other adverse events were reported. Movement of arms and legs were checked after the surgery and reported to be normal.